Event description:
Focal stricture (bile duct stricture). Case description: surveillance of the literature revealed a retrospective study of 950 consecutive pts with hepatocellular carcinoma (hcc). Among them, 807 were treated with transarterial chemoinfusion (taci) of cisplatin. None of the 143 pts treated with taci were found to have radiographic evidence of biliary injury. Of the 807 treated with tace, 17 (2%) developed biliary complications, three of which were focal strictures associated with gelatin sponge particles (gelfoam). This is the case of the first pt with a 10 cm multi-nodular tumor of the left intrahepatic bile duct (ihd). The pt's medical history included hepatitis b virus. The stricture was associated with bacterial infection with progressive jaundice at the time of presentation which required an urgent drainage procedure. The authors theorized that several possible mechanisms can be involved the cause of ischemic injuries of the bile ducts after tace. They included gelfoam, lipidol, cisplatin or mechanical vascular injuries during the procedure. The authors felt that focal strictures of large bile ducts may be the result of repeated ischemia for prolonged periods by embolization with gelfoam. They suggested that adjustments in the amount of gelatin sponge particles in the site of embolization may reduce ischemic biliary injuries after tace.